Event description:
A report was received per social media that the patient had a severe bone infection and was on an intravenous drip for 3 months. It was also noted that the patient had a lot of rehabilitation to learn to walk again.